Event description:
Baxter stem cell tubing male tip broke off into central vascular access device. Unable to remove. Solution set 76" luer activated valve male. Pt started on antibiotic for prophylactic infection from opening line/manipulation. Pt able to receive all stem cells.